Event description:
Customer received a result of 28.9 mmol/l on mobile system 1, and a result of 9.8 mmol/l on mobile system 2. The customer then received a result of 7.5 mmol/l on the compact plus system. All results were within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in mobile system 2 (lot number and expiration date unknown). (B)(6).